Event description:
Respiratory responded with anesthesia to find pt extubated. The hollister anchorfast endotracheal tube fastener became detached at tube connection from harness and tube came out while bathing the pt.